Event description:
The customer reported a leak from the coulter act 5 diff cap pierce (cp). The leak was about 3 cc of liquid on the tops of the sample tubes and a few drops inside the instrument. The operator could not identify the source of the leak and took the instrument out of service. There were no error messages generated by the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and lab coat when the leak was identified. There was no report of biohazardous exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patients.

Manufacturer narrative:
On 12/17/2014, the field service engineer (fse) evaluated the analyzer and found a leak from the tubing on the side of the probe rinse block. The tubing had a hole worn in it caused by repeated rubbing against the probe wipe assembly. He replaced the tubing which resolved the leak. The instrument ran without any leaks and the repairs were verified per established procedures. (B)(4).